Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation. Relates to: 3014862188-2022-00393 (B)(6), 3014862188-2022-00394 (B)(6), 3014862188-2022-00396 (B)(6).

Event description:
User reported 4 false positive results. Negative pcrs after unspecified intervals. This report 3 of 4.

Event description:
User reported 4 false positive results. Negative pcrs after unspecified intervals. This report 3 of 4.